Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. Medical devices: d314trg implanted: (B)(6) 2012.

Event description:
It was reported that the patient presented to the emergency room with shortness of breath. An interrogation of the patient¿s device was performed. It was observed that the right ventricular (rv) lead had t-wave oversensing (twos) on the presenting rhythm leading to brady rates. Small r-waves were also observed. The rv lead remains in use. No further patient complications have been reported as a result of this event.